Manufacturer narrative:
The customer ran precision studies and the customer believed the precision was good. The field service engineer replaced the measuring cell and performed preventive maintenance on the analyzer. Performance testing was run and recovered within specifications. The customer had no further issues. There were no alarms on the last calibration performed on 30-aug-2021. Quality controls recovered within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 0.449 ng/ml accompanied by a data flag. The initial value was reported outside of the laboratory. A second sample was collected from the patient, resulting in a troponin t value of < 0.010 ng/ml accompanied by a data flag. The complained sample was then repeated, resulting in a value of < 0.010 ng/ml accompanied by a data flag. The repeat value was deemed to be correct and a corrected report was issued. The troponin t reagent lot number was 52076700, with an expiration date of 28-feb-2022.